Event description:
It was reported that the pt underwent surgery to treat stress urinary incontinence on (B)(6) 2005 and a sling was implanted. The pt experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional info has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.